Event description:
It was reported that a patient arrived from cardiovascular or to the ICU with the anesthesia md and pa team on a levophed infusion at 2 mcg/min. During transport, the infusion was paused by the anesthesia team to assist with the transfer. The users transitioned to ICU equipment from transport equipment at 10:09am, and that time the nurse noted the patients bp to fall to 60-55 systolic. Fluids were administered and the levophed infusion was restarted by the rn at 2 mcg/min to support sbp for a 90mmhg goal. The nurse performed a rate verification task and noted that the drip chamber fluid was rapidly dripping faster than the rate programmed; the line was quickly clamped by the rn. During this time a channel disconnect error occurred simultaneously on the device infusing the levophed. The device was removed and replaced to continue the levophed infusion. The patient experienced a rapid onset of hypertension with a maximum bp of 190 mmhg, and the propofol was increased at an unspecified rate to manage the patient's bp which eventually stabilized. Other unspecified modules were infusing however no details were provided.

Manufacturer narrative:
The customer¿s report with an over-infusion of norepinephrine was not confirmed or replicated during testing; however, the channel disconnection experienced by the customer was confirmed in the log but was not replicated during testing. It is believed the disconnection is the result of debris found in the pump modules female iui . ¿the pcu event log identified an infusion of drug ID 245 (norepinephrine), during the infusion the log recorded 3 channel disconnections. After the last disconnection the pump module was removed. A pump module was added and was programmed to infuse norepinephrine. ¿rate accuracy testing performed on the source pump module found the device operating in specification. ¿the iui test method (dir # 10000348464) was performed on the returned devices. The test failed to replicate a channel disconnection. Programming replication found no obvious programming errors. The root cause of the drip chamber dripping faster than expected was not identified. The proximate cause of the reported channel disconnection was believed to be debris found in the pump module¿s female iui.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported an unspecified over infusion event during patient use. There was no indication of patient harm.

Event description:
It was reported that patient arrived from cardiovascular or with anesthesia md and pa team, during the case levophed was infusing at 2 mcg/min. When the patient was transferred from or to ICU, the infusion was paused by the anesthesia team to assist with transfer. The users transitioned to ICU equipment from transport equipment at 10:09am, that time the rn noted the patients bp to fall to 60-55 systolic, fluids administered and the levophed infusion restarted by rn at 2 mcg/min to support sbp for a 90mmhg goal. The rn performed a rate verification task and noted that the drip chamber fluid was rapidly dripping faster than the rate programmed, the line was quickly clamped by the rn. During this time a channel disconnect error occurred simultaneously on the device infusing the levophed. The device was removed and replaced to continue the levophed infusion. The patient experienced a rapid onset of hypertension with max bp of 190 mmhg, propofol was increased at an unspecified rate to manage patients bp which was then stabilized. Other unspecified modules were infusing however not specified.